Manufacturer narrative:
On november 10th, 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. Additional devices listed in this report: catalog number dwf148, aequalis ascend flex humeral head 48x18, lot number 5678ap027. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Infection can be related to several reasons: a previous surgery, a sub-acromial dead space, a poor sterile technique, more fragile patients or patients younger than 65 years who have a greater risk. After checking the sterile md release sheets of the complaint parts, no issue has been reported. All concerned results were compliant. No other complaint has been reported since today regarding infections with parts of the same lots implanted and regarding the traceability history of the lots.

Event description:
It was reported that a patient underwent revision surgery due to infection at 15 days post-op. Antibiotherapy during 6 weeks. Patient ID : (B)(6).